Event description:
It was reported that in the operating room when the doctor was inserting the guide wire, it kinked and folded back on itself. The guide wire was removed. As a result, a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The design history files for the guide wire packaged in this kit were reviewed and there have been no material changes within the past three years. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of the guide wire kinking and folding back during insertion could not be determined based upon the information provided and without a sample.